Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. Reportedly, the customer changed the pump requested a minimum of 100 units. The customer indicated that manual injections would be used until further training with a clinical diabetes specialist.